Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found there was no drawer 5.1 on site and confirmed the drawer 5 was a matrix drawer. The fse verified the serial number and tested drawers 5 and 6 to ensure they were functioning correctly. The fse then launched the hardware test application and ran final tests on matrix drawers 4 and 5. All final tests passed successfully. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 failed and unable to recover. The customer had tried rebooting the station and performed a storage recovery, but the issue still persisted the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.